Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility. During testing, the device touchscreen did not pass the touchscreen test and the mode button did not respond when pressed. This was due to a broken touchscreen. As indicated, this device has been identified as part of a product recall. This report represents all the info known by the reporter upon query by hospira personnel

Event description:
The customer contact reported that the mode button on the device touchscreen did not respond when pressed. The device was returned to the biomedical department for an unspecified reason. No tracking info was provided; therefore, no specific patient info, pump programming, or event details were available. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. No additional info was provided.